Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that the navigated 3d images was having issues transferring to the system. An error message was frequently observed with many transfers. No patient was present during the time of the reported incident.